Event description:
After nearly ten years of successful cochlear implant use, this pt reported a deterioration of their hearing. Consequently, explantation/reimplantable surgery was successfully completed in 2004.